Event description:
During the transfemoral tavr procedure, a 23 mm sapien valve was successfully deployed with no complications. Three hours post-tavr, the patient experienced left side weakness and speech difficulties. A CT was performed and a cva was confirmed. Two (2) days after the initial symptoms, the patient¿s condition had improved. The patient had regained her speech and most of her mobility, but still had some facial drooping. Per the neurologist, the patient¿s history of atrial fibrillation and cva, combined with being off her medication (xarelto) for the tavr procedure, were contributing factors for this event. It was also reported that the patient had a lv ejection fraction of 20%.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifescciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, it is possible the patient¿s age, gender, ejection fraction and medical history ((B)(6) female, ef of 20%, atrial fibrillation and cva), as well as discontinuing her medication prior to the procedure, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.